Event description:
Customer reports 2 infusors containing 42mg of adriamycin in saline to a total volume of 12ml overinfused. 1 unit infused over 12 hours. 1 unit infused over 18 hours. Customer anticipated infusion duration of 24 hours. Regarding the infusion of 12 hours, the rph states the pt went home not noticed device was empty early. As a result, the pt called the doctor and came into the doctors office the next for a new infusor and to have the line flushed. No similar details provided the 18 hour infusion. Per rph, there was no pt injury or medical intervention resulting for either of the reported overinfusions. 12 hour infusion occurred in 2001, 18 hour infusion occurred one week later. Both involved the same pt.